Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set and supply change, with a fingerstick blood glucose of 418 mg/dl and an insulin odor at the prior site, suggesting insulin was not delivered subcutaneously despite apparent pump dispensing; no alerts or alarms were reported, and troubleshooting and education were completed with an assisted site change, after which glucose levels corrected. Symptoms included aggravation without loss of consciousness, ketosis assessment, or professional medical intervention. Outcomes included no hospitalization, disability, or other long-term impact. Investigation included complaint intake review and user troubleshooting. Investigation of this case revealed no device alarms and a suspected infusion site or set issue contributing to hyperglycemia, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.